Manufacturer narrative:
The operator of the device confirmed that the tip was inspected prior to the treatment and nothing was noted. It was confirmed that the tip was re-inspected once during the procedure. This inspection occurred after one side of the patient's face was treated. The operator of the device also confirmed that this was the tip's first use as the tip was opened and displayed to the patient prior to the procedure. A review of the log data was conducted. Based on the evaluation of the data, the handpiece and system performed as expected. The tip is available but has not yet been returned for evaluation. A review of the device history log is currently in progress. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A clinic reported that a patient experienced an adverse reaction to a prior thermage treatment performed at a different clinic. Information about the treatment was collected from the clinic in which the adverse event took place. The treating nurse stated that 5 minutes after the treatment, the treated area was pink and a cream color spot, approximately 3 millimeters by 3 millimeters, was noted on the right nasolabial fold area. Blisters were also noted around both the left and the right nasolabial fold areas as well as a few tiny blisters along the jaw lines. The patient was treated with a cold pack to the affected area for 10 minutes. The treating nurse advised the patient to use a cold pack at home and stated that the patient may have blisters. Post procedure images were reviewed, and crusts are visible on the middle area of the patient's right neck. The treating nurse stated the blisters are getting better and the patient is in the recovery stage. It is unknown whether the patient will have any permanent damage or scarring as the patient refuses to return for a follow up appointment or provide current photos. An unknown topical anesthetic cream was used prior to the treatment. It was noted that the patient has undergone other treatments in the past 30 days to the affected area. The patient stated that they had injectables prior to the thermage treatment. In addition, she stated that she was going to have a filler treatment and a laser treatment at a different clinic than where the adverse event took place. Exact times and dates of these additional treatments are unknown. The highest energy level setting was 3.5. The treating nurse stated that there were no errors during the procedure. Approximately three quarters of a bottle of cryogen and coupling fluid was used during the procedure.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The treatment tip was not available for return, but customer reported they did not notice anything out of the ordinary during treatment. Based on the evaluation of the data, the system and handpiece performed as expected. Based on the available information, burns and blisters are a known possible side effects during thermage flx treatment.